Event description:
It was reported that the customer was unable to upload the pump data. There was no reported impact to customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, a contaminated usb pins were observed and the pump was unable to initiate charging.